Event description:
It was reported that during placement the foley catheter balloon was ruptured. Per notification from ibc on (B)(6) 2025, it was reported that there was balloon damaged and valve damaged. The valve was easily damaged and cut off during use. It was unknown whether a blade was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that inflation port was cut off from catheter. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during placement the foley catheter balloon was ruptured. Per notification from ibc on 19aug2025, it was reported that there was balloon damaged and valve damaged. The valve was easily damaged and cut off during use. It was unknown whether a blade was used.